Manufacturer narrative:
Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 350cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.5 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
One 350cc mentor memorygel breast implant was received by the mentor failure analysis lab on march 18, 2024, with no accompanying information. The device was received with no complaint information attached or associated with an existing complaint. In the absence of clarifying information, it could not be determined why this device was returned to mentor. However, the return of a prosthesis is characteristic of a removal and replacement surgery. During the device analysis, the breast prosthesis had an area of shell abrasion on the posterior view. In addition, a tear was found within the shell abrasion, measuring approximately 0.5 cm. As a result, this will be conservatively reported to FDA. If more information becomes available, mentor will submit a supplemental report accordingly.